Manufacturer narrative:
The reported condition can be considered confirmed on all three (3) units. Based on evaluation notes and pictures provided by(B)(4) engineer from stryker instruments-(B)(4)the lids were found broken/fractured. Probable root causes can be associated, but not limited to: possible occlusion of cement flow path (e.g. Injector¿s umbrella valve, mix paddle obstructing exit port seal) resulting in excessive pressure buildup in the mixing chamber. Force exerted on lid due to cement pressure may cause the part (lid) to break. (Most likely root cause on units #1 and #2, based on (B)(4)¿s evaluation). Cement hardened prematurely / too doughy (e.g. Due to cement mixture composition or excessive time lapse between monomer pour and mix activation). Locking tabs on cap not strong enough and break (e.g. Material strength/brittleness).

Event description:
It was reported that while using an autplex system to mix cement for a sarcoplasty procedure, the blue cap popped up and the pressure caused the chamber to break around the edges resulting in cement being leaked out of the top of the device. A second unit was prepared and during mixing with that device, the blue cap broke and went in the air. A third unit was used, and during mixing with that device, the blue cap broke resulting in cement being leaked from the device. The procedure was completed using a fourth unit. The patient received continuous anesthesia throughout the reported 65 minute delay. There were no complications for the patient resulting from the procedure or the additional anesthesia.

Event description:
It was reported that while using an autplex system to mix cement for a sarcoplasty procedure, the blue cap popped up and the pressure caused the chamber to break around the edges resulting in cement being leaked out of the top of the device. A second unit was prepared and during mixing with that device, the blue cap broke and went in the air. A third unit was used, and during mixing with that device, the blue cap broke resulting in cement being leaked from the device. The procedure was completed using a fourth unit. The patient received continuous anesthesia throughout the reported 65 minute delay. There were no complications for the patient resulting from the procedure or the additional anesthesia.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received by manufacturer.